Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced prophylactically. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.